Event description:
Multiple shocks were attempted but energy delivered was .3j and 0.j.shock impedance was less than 20 ohms. Pdd file has been requested for full review. Evidence is suggestive of short circuit protection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).